Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the touchscreen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The pil investigation was able to confirm the allegation there is a misalignment in the touch position. The touch screen was tested and failed the flex circuit resistance verification. The touch screen does not meet the acceptance criteria specified due to failing the resistance ration verification.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint from a product support engineer (pse), reporting a misalignment of the touch positions of the v60 ventilator touchscreen. The device was not in clinical use. The issue was identified in preventative maintenance service evaluation. There was no harm. There was no patient, nor user impact. The pse evaluated the device and confirmed the issue during testing. The pse attempted to resolve the issue by calibrating the touchscreen, however, the issue persisted. Therefore, the pse replaced the touchscreen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.